Event description:
It was reported that an external fluid leak was observed from a theranova 500 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection showed a damaged blood protection cap, which must be removed from the dialyzer during the priming process. A leak test was performed on the companion sample and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leakage was not determined. Should additional relevant information become available, a supplemental report will be submitted.